Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s batteries running out of power was not confirmed; however, the reported event of no external power and low voltage alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 258 days ((B)(6) 2022 ¿ (B)(6) 2023 per timestamp). On (B)(6) 2023 from 1:29:35 ¿ 1:39:18, while connected to batteries, intermittent low power advisory or power cable disconnect alarms were active due to the relative state of charge (rsoc) associated with the black power cable being fluctuating outside the voltage threshold. The alarms were not associated with power source exchanges and resolved shortly after activating. On (B)(6) 2023 at 1:39:27, no external power alarms activated due to both power cables being disconnected simultaneously. The backup battery was able to provide power to the system during the event. The alarms did not resolve before the driveline was disconnected 1:40:17 and the system controller shutdown at 2:03:59. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. A root cause for the no external power alarms cannot be conclusively determined through this analysis; however, the event is consistent with user error by disconnecting both power cables simultaneously. A root cause for the low voltage alarms was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power, low voltage, and power cable disconnect, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-05940. It was reported that the patient's controller died after falling asleep on battery power, requiring the patient to perform a controller exchange. Of note, the patient had been deliberately turning off their pump to see how they felt; the longest period the pump was off for was 4 hours. A review of the current primary controller's log files revealed numerous low voltage advisory alarms and low voltage hazard alarms while the patient was on battery power. A review of the exchanged primary controller's log files captured frequent low voltage advisory events on battery power. Odd relative state of charge (rsoc) voltages were noted with diminished runtimes at low battery charges. No broken or bent pins were found in the exchanged controller.